Event description:
User facility medwatch report received that states: "while rn was priming blood for pt transfusion - tubing became separated at the connection site of infusion insert - at the clamp". The reporter was contacted and additional info indicated that the separation occurred below the lower blue fitment. No pt or staff harm was reported. Although requested, no additional info was available.

Manufacturer narrative:
Pt's info requested and all available info is included. The customer reported the product would be returned for investigation. It has not been received. A follow up report will be submitted once the investigation is completed.